Event description:
It was reported that the air dermatome handpiece blade is flicking and tearing the graft. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
On (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device, informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured sometime in the range of dates from 7/8/2003 to 8/5/3003 and was last repaired on 1/21/2008 for a non-related issue. Evaluation of the device observed damage to the head and control bar. It was also noted that the pin on the eccentric shaft was very easily removed. Prior to repair, the device was outside of calibration specifications at the zero thickness setting and the side to side. Repair of the device included replacement of the head, control bar, thickness control shaft, eccentric shaft, thickness control lever and the standard repair parts. In post repair analysis, it was observed that the motor sleeve showed some corrosion and was stuck on the motor. The customer's reported event was not reproduced during testing; however, lack of preventative maintenance and improper handling by the user most likely caused the corrosion to the motor and the lack of calibration of the device over time, which most likely caused the customer's reported event. The device was serviced and returned to the customer.